Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 15.9 mmol/l; cause was due to altitude alarm. Customer delivered a correction bolus to address bg level. Reportedly a new cartridge was loaded, and insulin delivery was resumed.